Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances over the last six months, measuring greater than 125 ohms. Additional surgical intervention was performed to address the issue. Subsequently, this lead was surgically abandoned and replaced. The physician elected to implant a new pulse generator due to the header configuration. No additional adverse patient effects were reported.